Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements. The high impedances were only observed in the bipolar configuration. The rv lead was reprogrammed to unipolar as there was no oversensing observed. The sensitivity setting was modified and the patient will be monitored. No surgical intervention was performed. No adverse patient effects were reported.